Event description:
The patient underwent a total knee replacement guided by the device. The post-operative x-rays show nothing of the femoral component most likely because distal cut was in extension. No other injury to the patient, significant blood loss or significant delay was reported.

Manufacturer narrative:
A review of the internal documentation and the device did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.